Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Three used samples were received at the manufacturing plant for evaluation. Visual and functional inspection was performed, and no failure was found. The reported failure mode will be treated as not confirmed because after evaluation, no root cause could be found related to the manufacturing/production process. A probable root cause could be related to incorrect use of the product. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device leaked at the connection where the diet is installed.